Event description:
Additional information regarding the patient, device, and event was received on 14apr2020. The device was placed in the patient's upper left arm. During use, the wire guide was withdrawn through the needle. The wire unraveled when the physician attempted to pass it through the axilla and into the patient's thorax, though it "kept getting stuck somewhere near the axilla". The physician reportedly wanted to "pass the wire a substantial distance before removing the needle and passing the dilator/sheath" as it "had already been a difficult process to acquire venous access by another physician". A cardiologist was able to retrieve the wire guide fragment successfully without any adverse effects to the patient. A new wire was used to complete the procedure and was passed through the needle while the unraveled coil of the first needle was still presumably in the patient's axillary vein. The new wire was removed once the dilator/sheath was passed so that a snare could be used to the retrieve the fragmented portion. The new wire guide was passed again with "some manipulation" and the procedure was completed successfully.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. Correction: d10, h3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a turbo-ject single lumen peripherally inserted central venous catheter set (upics-3.0-CT-nt-1110) from lot 9952620 fractured and unraveled in the patient. The wire guide was inserted into the left upper arm and unraveled and separated when attempting to advance it through the axilla. The separated portion was retrieved with a snare and a replacement device was used to complete the procedure. Cook became aware of this event on 04mar2020 upon being notified by mackay base hospital. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control, as well as a visual inspection of the returned device were conducted during the investigation. The complaint device was returned for evaluation. The device examination found one wire guide was returned damaged, separated into two sections. Biological matter is present. Both sections of coil are elongated. This elongation exposed the mandril wire. The distal solder is present. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record found no nonconformances associated with this device lot. A database search found one other complaint on this device lot concerning a different failure on the peel away sheath contained in this set. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "precautions standard techniques for placement of vascular access sheaths, catheters and wire guide should be employed. Instructions for use 7. Withdraw the needle, leaving wire guide in place. How supplied upon removal from package, inspect the product to ensure no damage has occurred." A label (l_scor_rev 0) is attached to this device and depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause for failure was established as component failure unrelated to a manufacturing or design deficiency. It is unknown what caused the issue during advancement of the wire guide. The coil may have caught on the sharp distal tip of the needle, leading to unraveling. The patient may have also had calcified blood vessels which could have damaged the device as it advanced. However, these possible causes cannot be confirmed without additional information. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire of a turbo-ject single lumen peripherally inserted central venous catheter set unraveled and separated inside of a patient's vessel. Consequently, the user facility's cardiac cath lab had to retrieve the fragmented piece from the patient. Additional information regarding the patient, device, and event has been requested but is currently unavailable. The complaint device will not be returned for evaluation, as it was discarded by the facility.